Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave a reading of 300 mg/dl while the blood glucose reading was 250 mg/dl. He also reported that the sensors fall of prematurely. Nothing further was reported.